Manufacturer narrative:
According to the attending nurse, the patients arm turned blue then returned back to normal circulation/color once the blood pressure (bp) cuff stopped, no intervention was required. According to staff, the port was successfully placed. The device was evaluated onsite by the customer. According to the customer's investigation, the issue turned out to be a leaking blood pressure hose, the blood pressure hose and flex cardio device was replaced (it is unknown if the device was replaced during troubleshooting efforts or as a precautionary measure). The customer ran simulations on a patient simulator and tested on his arm. No further errors were observed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested, but has not been received to date regarding the patient's outcome.

Event description:
The customer reported intermittent issues with the nibp (non-invasive blood pressure). It was reported by the customer, that sometimes it does not work, but today it kept inflating to the point where the patient's arm was turning blue.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.